Event description:
The complainant reported a patient noted as high-risk surgery was implanted with an impella cp device for mechanical circulatory support. During central line placement in the femoral vein, the patient developed spontaneous ventricular fibrillation arrest. Patient was successfully cardioverted with a 1200 joule shock. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.